Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: swr-00086. To assist with the resolution of the issue, we provided helpline team with the following steps - complaint was reported for app version 5.7.2.2. Pt device is a samsung galaxy s23, android 14. Patient is currently using a dexcom g7 and reports not seeing values in the inpen app. Provided helpline with information clarifying that dexcom g7 can only be connected with inpen app on apple devices through apple health. There is currently no way to connect dexcom g7 with inpen on android devices. No further investigation is required. We've confirmed on referring previously resolved tickets and requirements documentation that there is currently no way to connect dexcom g7 with inpen on android devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between other device to software. The customer reported no adverse event. The event involved product(s) mmt-8061. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app. No product return is required for mmt-8061.